Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the lead pin exhibited an anomaly. The lead was not used and replaced.